Manufacturer narrative:
Patient sample was returned for investigation. An auto-antibody interference in the patient's sample was identified.

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) for one patient on their e-module. The patient's initial tpsa result was 0.11 ng/ml and the fpsa result was 3.540 ng/ml. On (B)(6) 2012, the patient's tpsa result was 0.109 ng/ml and fpsa result was 2.980 ng/ml. On (B)(6) 2012, the patient's sample from (B)(6) 2013 was repeated. The tpsa result was 0.121 ng/ml and fpsa result was 3.430 ng/ml. The first three sets of patient results were tested using roche products, but the specific analyzer used was requested but not provided. The tpsa and fpsa reagent lot number and expiration dates were requested but not provided. On (B)(6) 2013, the patient's tpsa result was 0.089 ng/ml and the repeat tpsa result was 0.090 ng/ml. The fpsa result was 1.91 ng/ml. All of the results above were reported outside the laboratory. It was not known if there were any adverse events. The tpsa reagent lot number for the fourth event was 169526. The fpsa reagent lot number for the fourth event was 171472. The reagent expiration dates were requested but not provided.

Manufacturer narrative:
The customer returned a patient sample for investigation. The customer's results were reproduced. Investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).